Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt received her scs system consisting of an ipg and two leads on (B) (6) 2007. It was reported that on (B) (6) 2010 the pt had a revision due to heating at the pocket site. During the revision, the physician found that the insulation surrounding the leads was compromised. The physician opted to not replace the leads. The ipg pocket was moved as originally planned. Follow-up on the pt found that she is doing well. The leads were not returned to ans for eval. No further info is available.

Event description:
Caller reports lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.